Manufacturer narrative:
Device evaluated by MFR: the nc emerge mr, ous 2.50mm x 8mm, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon identified no damages. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. No issues or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Bumper tip showed signs of distal tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The balloon catheter was removed safely, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst. The balloon catheter was removed safely, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.